Event description:
It was reported that the surface electrogram showed what appeared to be sinus rhythm at 140 beats per minute and every few minutes the patient would convulse as if getting defibrillated. It was assumed the device was shocking the patient. A magnet was placed on the device and a tone was heard but the patient kept jumping like they were being shocked. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2002; 6947-65 implantable tachy lead (B)(6) 2002. (B)(4).